Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient's pain at the pocket site was due to weight loss.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an ipg revision procedure.